Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h 01/16; living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported an infection at a pod's insertion site causing a sore red bump. The patient visited a doctor and received a prescription for antibiotics. The pod was worn between 24 and 36 hours. After 4 days on the prescribed antibiotics, the patient reported symptoms not improving. The patient was advised to visit the ER for further treatment, but declined.